Event description:
During in-service training of the customer, ohmeda sales rep noted carbon dioxide absorber bag-to-vent switch was inoperable. There was no pt involvement. Investigation/conclusion: the equipment was checked out by an ohmeda svc rep. The unit was disassembled, and it was determined that the truarc ring was missing. Assembly procedures were reviewed and found to be adequate. This is considered an isolated occurrence. This is the first MDR involving a gms absorber wherein the cause was a missing truarc ring out of an installed base in excess of 58,000 units.